Event description:
According to the patient, her poc was not putting enough oxygen was feeling very nausea. She could not breath so her daughter took her to the hospital. They gave her supplemental oxygen and anti-nausea medicine and then was send home. She was there for only 3 hours. The patient has a history of esophagus problems. The patient received a replacement unit after 1 week.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.